Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that product performance data was reviewed and classified as inappropriate treatment. The device remains in use. The patient was enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.